Event description:
It was reported in a journal article that 24 hours post implant of the subcutaneous implantable cardioverter defibrillator (s-ICD), the patient experienced a shock. The device was interrogated, and a chest x-ray performed. Review of the electrogram (egm) found an abrupt baseline shift with decreased signal amplitude leading to the inappropriate shock. The x-ray showed air around the proximal electrode. It was noted that a two-incision technique was used to implant the electrode and during the procedure saline was used to flush the pocket and skin massage of the surgical field had been performed. The s-ICD was programmed off for 72 hours. A follow-up x-ray and device interrogation showed no further noise. The s-ICD and electrode remain in service with no further inappropriate shocks. The date of the incident is estimated. The serial number of the electrode is unknown at this time. An attempt to obtain the information from the author of the article is being made. No additional information is available. If additional information becomes available, the report will be updated at that time. Iavarone, michele, et al. (2023). "Air entrapment as a cause of early inappropriate shocks after subcutaneous defibrillator implant: a case series". Indian pacing and electrophysiology journal, https://doi.org/10.1016/j.ipej.2023.02.001.

Manufacturer narrative:
No additional information is available. If additional information becomes available the report will be updated at that time.